Event description:
It was reported that, "during hardware removal of screws, the two screwdriver blades at the interface of the screwhead and screwdriver blade."

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.